Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had rib and stomach stimulation, along with her normal stimulation. The physician had an x-ray performed, which revealed the lead had migrated. Reprogramming was attempted, but could not fully resolve the issue. It was reported the pt had other medical issues which will postpone immediate intervention.